Manufacturer narrative:
Exemption # e2012017, report late due to asr to individual reporting transition.

Event description:
Per complaint (B)(4), during clinical procedure, implant on #29 was extracted. Loose implant was observed at the time of suture removal. Implant and bonegraft were placed immediately.